Event description:
Boston scientific received information that this right atrial (ra) lead had dislodged from its original implanted site. The physician attempted to reposition the ra lead, but was unsuccessful. This ra lead has been explanted. No new lead was implanted. The device was reprogrammed. No adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the allegations from the field were not able to be confirmed. There was induced damage such as stretching noted during analysis.